Event description:
Discrepant results for rsv target with neumodx¿ flu a-b/rsv/sars-cov-2 vantage assay test strip.

Manufacturer narrative:
No adverse outcome was reported. We are reporting this event in an abundance of caution and in accordance with the eua requirements.